Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2013 - the pt underwent repair of a ventral hernia using a bard/davol composix e/x mesh. Several years later, the pt was diagnosed with an upper abdominal incisional hernia. On (B)(6) 2008 - pt underwent repair of a bard/davol ventralex hernia patch. There is no mention of the composix e/x in the operative dictation. On (B)(6) 2009 - the pt underwent repair of a rectocele through the vaginal approach with placement of the non-davol mesh. The pt continued to have persistent right subcostal pain. On (B)(6) 2009 - pt underwent surgical wound exploration due to chronic pain issues. The previously placed ventral hernia patch was visualized and noted to be " intact without any evidence of significant adhesions" , also noted eas " no hernias." Following this procure the pt underwent another non hernia surgical procedure. On (B)(6) 2012 - the pt was diagnosed with abdominal pain, small bowel obstruction and adhesions. Pt underwent an exploratory laparotomy with lysis of adhesions and explant of both e/x and ventralex mesh. Operative dictation indicates the two previous mesh had migrated into the abdominal cavity with adhesions to the omentum, as well as the lower e/x mesh being adhered to portions of the bowel and noted to be "plastersized" and "crackled."

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate the pt has a complex medical history and was treated for adhesions and hernia recurrence, both adhesions and hernia recurrence are known as possible adverse reactions in the instructions-for-use (IFU). A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up mde will be submitted. See MDR 1213643-2014-00402 for info related to the ventralex mesh implanted on (B)(6) 2008.